Manufacturer narrative:
Section a: patient information not available at this time and requested. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the coring knife was noticeably dull. Coring was completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), could not confirm the reported event of knife dullness. A specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that the coring knife was noticeably dull according to the surgeon. It was noted that coring was still completed. The coring knife was returned loose in a plastic jar. The knife handle and protective caps were not returned. Residue consistent with blood was present on the knife body. Additionally, evidence of rust was present on the knife, consistent with fluid contact during the implant surgery. The knife otherwise appeared unremarkable upon visual inspection. Microscopic inspection did not reveal any evidence of damage or defect. A cut test was performed with the returned coring knife and a polyurethane sheet. The knife was able to cut through this material without issue, comparable to a control knife. Review of the coring knife manufacturing documentation found no deviations from manufacturing or quality specifications. These inspections include a cut test and visual inspection of the knife edge under magnification. The knife passed all testing and inspection. A corrective action/preventive action (CAPA) investigation was opened to further investigate issues related to the coring knife not being able to cut. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications the current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU rev. D, is currently available. Chapter 1, "introduction", lists the apical coring knife as an optional component for device implantation. Chapter 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This chapter also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.